Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient came for follow up on (B)(6) 2021. On interrogation it was found device had reached eri before 5 years. This device was part of the fsn so it was explanted. No adverse patient events were reported. Should additional information be received, this file will be updated.